Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The watertightness of the control panel cover was not properly maintained. Additionally, as noted in event, the adhesive on the illumination lens was peeling and forming a gap. The distal end bond was cracked. The coloring was also found cracking. Scratching was found on the tip metal, the number four switch, and the directional knob. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to an unspecified air/water leakage. During the device evaluation, it was discovered that the illumination lens adhesive was peeling and forming a gap. This report is being submitted to capture the failing adhesive found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive and gap problem could not be determined. Olympus will continue to monitor field performance for this device.